Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Towards the end of the log files, the cavity distances of optical fibers 1-3 jumped by approximately 3,000 nm, which corresponded with a jump in contact force of about 150 g, consistent with the reported excessive contact force. However, it is unknown where the catheter was located during this shift, and this cannot be conclusively related to the reported event. The cavity distance of optical fibers 1-3 returned to baseline following removal from the patient, indicating that the tacticath catheter performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the ablation procedure, a pericardial effusion occurred. While mapping the atrium with the ablation catheter, excessive contact force was noted and the patient became hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A surgical drain was placed and medication was administered to stabilize the patient.